Manufacturer narrative:
The company service representative examined the system and was able to replicate the issue with the tray arm. The company service representative repaired the tray arm, replacing the locking blade and tray wrist. The company service representative adjusted the elbow, shoulder, lower arm, and tray. This was the first adjustments made to the tray arm due to lack of service or preventative maintenance (pm) in two years. The company service representative was unable to replicate the issue of the lamp lights being out. The company service representative was able to turn the lamp on and off multiple times. The auxiliary illumination bulb hours was at 278. The ar replaced the xenon lamp as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of tray arm issue can be attributed to tray arm wear and lack of calibration. The root cause of the reported event of the lamp light cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the tray arm will not return to position and the lamp lights are out. Additional information has been received stating no additional information other than this occurred in the hallway therefore there was no patient involvement.